Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy (peg) procedure. The exact procedure date is unknown. According to the complainant, during the procedure the internal bolster detached from the tube and fell inside the stomach. Reportedly, the detached bolster was removed via the scope. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy (peg) procedure. The exact procedure date is unknown; however, it was reported that the device was not in the body more than 6 months. According to the complainant, during the procedure the internal bolster detached from the tube and fell inside the stomach. Reportedly, the detached bolster was removed via the scope. It is unknown what device was used to remove the detached piece. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Block h10: visual examination of the returned device revealed that the molded internal bolster was detached from the tube and the tube was not returned. There were no air bubbles, voids identified in the molded internal bolster indicating the material was formed properly. Remnants of the tube were observed attached in the molded internal bolster, and small parts detached from the molded internal bolster indicates that likely they remained stuck to the tube, this indicates that the components were joined prior the separation. The complaint was consistent with the reported event of internal bolster detached. It is most likely that procedural and anatomical factors encountered during the procedure could have affected the device performance and its integrity. Probably the molded internal bolster was detached due to user technique, patient anatomy or other procedural factors, also too much force applied to remove the gastrostomy tube during replacement could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the encountered damages will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.